Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The patient had labile blood glucose for several days prior to the hospitalization with frequent highs. On the same day, prior to going to the hospital her blood glucose was >400 mg/dl. She was lethargic and vomiting. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.